Event description:
Provider alleges the charger started smoking and allegedly caught on fire.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.